Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a lead revision on (B)(6) 2024 the l5 lead was unable to be fully explanted and a part of it was left implanted due to scar tissues. The physician cut part of the lead after already trying to remove it. Then when trying to remove the rest it broke.